Manufacturer narrative:
"An attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on samsung galaxy s23 (android 13) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely either a network connection error with android settings or that the device is low on resources to retrieve the sake keys. The "oops, something went wrong" pop-up occurs in 2 scenarios, sake_keys_retrieving_failed or a carelink_communication_error. Usually, it is that there is a timeout during the sake key retrieval. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: make sure that the device hasn't any bluetooth connection to other devices (like fitness tracker\smartwatch), and remove if any are present. Remove the pump from the list of paired devices (android os). Remove the phone from the list of associated devices (the pump). Delete the mmm app. Reset network settings: settings ->system reset, reset network settings restart device. Install the mmm app. Try to pair on a different wifi. Close all other non-system apps on the device (cleanup multitasking). Try to pair the pump and device, do not leave the pairing screen during the pairing process. If possible - test pairing with another phone, since the customer's device is weak and potentially haven't enough system resources to handle minimed app properly replace pump to resolve potential sake key retrieval/decryption error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a communication issue with the mobile app and the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and assisted the customer with the pairing process. It was unknown whether the issue was resolved or not. It was unknown whether the customer will continue or discontinue the use of the mobile app. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.